Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that IV tubing disconnected at filter site.